Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the display to resolve the reported issue. A routine maintenance and a functional verification were then performed on the system and no further issue was found. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump 5 (cp5) flickered between the menu and the display without being touched during a procedure. There was no report of patient injury.